Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The receiver was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed global transmitter final functional tester, unable to get receiver to communicate with the global communication tool. The reported loss of connection was not confirmed. A root cause could not be determined.